Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had charge coupled device unit (ccd) damage. There were no reports of patients¿ harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Additionally, the investigation found: there is a b30 error code, the bending section cover (a-rubber) was missing, and there was a black screen (no image) due to the defective charge coupled device (ccd). Based on the investigation results, the most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.